Event description:
The customer reported a power supply failure. Further information was provided that the defibrillator was not powering up. There was no reported patient involvement/adverse patient impact.